Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The child kept removing her audioprocessor; in situ testing showed affected channels. Incident of accident or trauma is unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child kept removing her audio processor; in situ testing showed affected channels. Incident of accident or trauma is unknown.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for surgery has not been made available yet.

Event description:
The child kept removing her audioprocessor; in situ testing showed affected channels. Incident of accident or trauma is unknown.